Event description:
Customer reported that pump screen was not sensitive during the unlock process, requiring multiple presses. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.